Event description:
A patient reported experiencing inaccurate low results with a one touch basic enhanced meter. The patient's blood glucose results were 140 mg/dl vs. 210 lab. Tests were done within 10 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.